Event description:
It was reported that the pump's battery depleted too quickly. There was no adverse impact to the customer's blood glucose level. The customer declined to provide further information.